Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "system error 105" alarm was identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.

Manufacturer narrative:
MFR ref number: (B)(4). The device was returned and eval by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "system error 105" alarm was confirmed through an event history log review. The cause was undetermined. If any additional info is received a f/u will be sent. The motor sub-assembly, and screw m2 x 5mm were replaced.